Event description:
It was reported the affiniti 70 ultrasound system¿s power cable had melted material on a prong of the connector. The power cable was connected to a ups (uninterruptible power supply). There was no patient or user harm associated with this event. The power cable was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.